Event description:
A high drain error 105 (night drain five) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 07:19:42. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.